Event description:
The international customer reported when the ventilator alarmed due to pressure sensors failure and operation stopped. The customer reported the unit was in use on patient and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Device service pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem.

Manufacturer narrative:
Supplemental report